Event description:
Medwatch received, and customer has confirmed it is the same incident information reported by them.

Manufacturer narrative:
Mw 5089569 received with this incident information, confirmed by the customer.

Event description:
It was reported that the customer saw an orange-brown growth on the level 1 hotline low flow system (hl-390). This product problem was observed during the first week of august 2019. The customer performed maintenance and disinfection of the reservoir. A week later, the growth reappeared in the machine. As the machine was used frequently, and on patients, the affected machine was taken out of circulation immediately. No patient injury or complications were reported in relation to this event.